Manufacturer narrative:
One pump was returned for analysis in good condition. Visual inspection noted no physical damage to the device. The event history log was displayed a "cassette not attached properly" alarm and a "cassette latch was opened" alarm. The pump was tested for any signs of function and pressure failure. The customer's reported problem was verified. During the investigation, an alarming "cassette not attached properly" was activated when latching a cassette onto the customer's pump. It was determined that a faulty downstream occlusion sensor was the root cause of the reported problem. The downstream occlusion sensor was replaced. Based on the evidence, the complaint was confirmed. The root cause of this issue was unknown.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a cassette error. No adverse patient effects were reported.